Event description:
The customer reported via phone call that the insulin pump would not rewind. The customer stated that this issue occurred when trying to deliver a bolus. Blood glucose level was 179 mg/dl at the time of the incident. The customer confirmed that he would monitor the insulin pump, and later confirmed that the issues persisted. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.